Event description:
Medtronic insulin pump had failure that caused blood glucose to rise and cause myself to go into diabetic ketoacidosis (dka) and required hospital stay for 4 days. When trying to get a replacement, I had two medtronic employees fail to immediately send a replacement despite my telling them that the drs at the hospital along with myself physically see that the pump was not accurately showing the correct amount of insulin. From there I was sent three more pumps with other malfunctions. I have personally had to have 5 total pumps replaced with none of the issues being related to damage caused by myself but rather internal mechanical and software issues. In the midst of trying to receive financial assistance and reimbursement from medtronic, multiple employees had guaranteed that paperwork be sent to fill out and full investigation to take place. No paperwork was received until april 26, 2018 when reaching the head of reimbursements. From that conversation, I learned that multiple employees had given numerous amounts of false info such as processing time along actually sending info packets to my address. Much more can be explained than allowed on this site, but all that is provided previously is the best brief synopsis I can present.